Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the malfunction. The se cleaned the exhalation valve, which resolved the issue. The ventilator passed self testing.

Event description:
Report received of ventilator with safety valve open. The ventilator was not on a patient at the time of the event.